Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing itchiness under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was told he did not need to wear the lifevest at night by a physician. Patient was using cetaphil lotion. Follow up indicated that the irritation has improved.